Manufacturer narrative:
Manufacturing review: a DHR review was not required as this lot met all release criteria. There was nothing found to indicate a manufacturing-related cause for this event. Investigation summary: one flair endovascular stent graft was returned. The device was visually evaluated and found to have a break in the outer catheter and the stent graft had failed to deploy. Therefore, the investigation is confirmed for break and failure to deploy. Potential factors which may have caused or contributed to the reported issue have been considered. The reported type of event may be related to a difficult patient anatomy or a challenging placement site, which may have led to an increased friction force during deployment. Insufficient flushing of the device or use of inadequate accessories could be a contributing factor for the reported issue. It is unknown if the device was flushed prior to use. Outer catheter stretching was identified which indicates high frictional forces. The break is likely a result of additional force applied in an attempt to deploy the stent graft. However, the definitive root cause for the reported event could not be determined. Labeling review: a review of product labeling documents (e.g. Procedural instructions, indications, warnings, precautions, cautions, possible complications, contraindications, and unit label) showed that the product labeling is adequate.

Event description:
It was reported that during deployment, the outer catheter of the endovascular stent graft allegedly fractured and would not deploy. Reportedly, the system was removed from the patient without incident. There was no reported patient injury.

Manufacturer narrative:
The lot number for the device was provided. The device history records are currently under review. The return of the device is pending. The investigation is currently under way. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during deployment, the outer catheter of the endovascular stent graft allegedly came apart and the stent graft allegedly would not deploy. The system was removed from the patient without incident. There was no reported patient injury.